Event description:
Additional information received indicated that a valve in valve was performed successfully with a 26 mm sapien 3 ultra resilia valve approximately 9 years and 1 month after initial implant of the 29 mm sapien 3 valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6 and h2 were updated.

Event description:
As reported by the field clinical specialist, the 29 mm sapien 3 valve failed. The patient was noted to have a bicuspid aortic valve with severe aortic valve stenosis prior to implant. An echo performed approximately one year after implant showed sudden rise in av mg at 52 mmhg raising concern for hypoattenuated leaflet thickening (halt). The patient was treated with warfarin and was eventually transitioned from warfarin to eliquis. The most recent echo performed 8 years and 8 months after initial implant showed av mg 44 mmhg. The patient is being evaluated for intervention. Per medical records received for the patient, a CT angiogram was performed approximately 8 years and 9 months post implant and noted a moderate amount of halt centrally and peripherally within the tavr. An echocardiogram performed the following day noted severe bioprosthetic stenosis, no paravalvular leak and a mean gradient of 42mmhg. The patient denied having symptoms. Per the cardiology note, the s3 valve was noted to have leaflet thickening and calcification. The patient had been on eliquis for some time without benefit. A valve in valve procedure is planned for a future date.

Manufacturer narrative:
This event is being conservatively reported in accordance with 21 cfr part 803, based on customer-provided information indicating that a reintervention involving the edwards device is planned for the patient. This report reflects the current understanding of the event based on available information. Any updates or findings from ongoing investigation will be submitted in accordance with FDA reporting requirements. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. As noted, patient has history of cirrhosis, obesity and hypertension. Patients with these comorbidities may have an increased risk of developing valve stenosis and calcification. The exact cause of the reported event could not be determined. However, investigation results suggest that progression of the patient disease process may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.